Event description:
It was reported that during a surgical procedure the instrument froze at the "neck" and the joint where the wrist attaches to the shaft was broken. After cleaning of the instrument at the hosp, it was noted that a piece was missing and never found.